Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female] joint and muscle pain since the device was inserted [arthromyalgia] tingling in the limbs since the device was inserted [paraesthesia of limbs] numbness in the limbs since the device was inserted [numbness of limbs] vertigo since the device was inserted [vertigo] gastrointestinal problems since the device was inserted [gastrointestinal disorder] neck pain [neck pain] tendinitis [tendinitis] memory loss [memory loss] intestinal pain [bowel pain] chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed in (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("joint and muscle pain since the device was inserted"), paraesthesia ("tingling in the limbs since the device was inserted"), hypoaesthesia ("numbness in the limbs since the device was inserted"), vertigo ("vertigo since the device was inserted"), gastrointestinal disorder ("gastrointestinal problems since the device was inserted"), neck pain ("neck pain"), tendonitis ("tendinitis"), amnesia ("memory loss"), gastrointestinal pain ("intestinal pain") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the arthralgia, paraesthesia, hypoaesthesia, vertigo and gastrointestinal disorder had not resolved. The reporter considered amnesia, fatigue, gastrointestinal pain, neck pain, pelvic pain and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, vertigo, paraesthesia, hypoaesthesia or gastrointestinal disorder. The reporter commented: problems started since the device was inserted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: events "neck pain, intestinal pain, memory loss, tendinitis, chronic fatigue, pain", reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain since the device was inserted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), paraesthesia ("tingling in the limbs since the device was inserted"), hypoaesthesia ("numbness in the limbs since the device was inserted"), vertigo ("vertigo since the device was inserted") and gastrointestinal disorder ("gastrointestinal problems since the device was inserted"). At the time of the report, the musculoskeletal pain, paraesthesia, hypoaesthesia, vertigo and gastrointestinal disorder had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, hypoaesthesia, musculoskeletal pain, paraesthesia and vertigo with essure. The reporter commented: problems started since the device was inserted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain since the device was inserted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), paraesthesia ("tingling in the limbs since the device was inserted"), hypoaesthesia ("numbness in the limbs since the device was inserted"), vertigo ("vertigo since the device was inserted") and gastrointestinal disorder ("gastrointestinal problems since the device was inserted"). At the time of the report, the musculoskeletal pain, paraesthesia, hypoaesthesia, vertigo and gastrointestinal disorder had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, hypoaesthesia, musculoskeletal pain, paraesthesia and vertigo with essure. The reporter commented: problems started since the device was inserted based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.